Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Sperling, john w, marigi, erick m, lenartowicz, karina a, jennewine, brenton, throckmorton, thomas w. (2022) clinical and radiographic outcomes of hybrid glenoid fixation with a central porous. Titanium post: analysis of 713 consecutive shoulders, journal of shoulder and elbow surgery. Https:// doi.org/10.1016/j.jse.2021.12.033.

Event description:
It was reported in a journal article from the journal of shoulder and elbow surgery, which studied patient outcomes after primary elective hybrid total shoulder arthroplasties, that 5 patients underwent a reoperation or revision procedure due to a rotator cuff tear. Attempts have been made and additional information on the reported event is unavailable at this time.